Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was catheterized after transurethral ureteroscopic lithotripsy, and the catheter was dislodged on the night of the operation. The doctor on duty immediately treated the patient symptomatically and re inserted the catheter into the patient for a second time.